Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient started having a lot of pain with the implant and now believed the ins was bent inside of their body. It was reported that this started in (B)(6) 2016, about three weeks prior to the report. The patient had an appointment scheduled with their healthcare provider for (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient that reported it was reported that she has always had pain in her back at the implantable neurostimulator site which hurts after charging and has been so bad she has gone to the emergency room. It was noted that the implantable neurostimulator site always felt like a c shape. She has always complained about it, and has been to the emergency room at the hospital where it was implanted because she could not stand the pain anymore.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.